Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what layer of tissue was the vcp752 suture used on during appendectomy? Unk. How was the diagnosis of infection made on (B)(6) after appendectomy?unk. Were any cultures taken of the wound to identify infection?unk. Can you clarify how many sutures were used during procedure on (B)(6)? 8. Can you clarify that after suture used (B)(6) suture was used and patient wound did not heal on (B)(6)?yes. Can you clarify what occurred on date on synergy of (B)(6)? Removed stitches and changed 8 new sutures to resew. Did the patient return 3 times for reoperation ((B)(6))? Yes. Were 8 sutures replaced in each of the 3 reoperations? 8 sutures were replaced in first and second reoperation. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please clarify the product code involved. The initial complaint form indicates product code vcp752d, however additional information indicates vcp359h . How many sutures were used / came in contact the patient on (B)(6)?

Event description:
It was reported that the patient underwent debridement and wound closure after appendectomy on (B)(6) 2017 and suture was used. Following the procedure, the patient condition was not better. On (B)(6) 2017, the wound suppurated and turned red. The patient¿s wound did not heal. The patient experienced wound infection and underwent removal of suture and new suture was used to sew the wound. Additional information has been requested.